Manufacturer narrative:
This event has been reported by the manufacturer under MDR# #: 3002808486-2019-01140.

Event description:
Patient allegedly received an implant via the right internal jugular vein due to prophylaxis for deep vein thrombosis (dvt) and pulmonary embolus (pe). Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges "I was told that the filter was protruding from where it was near my kidney. I went to the doctor after I found out and they told me that it was in an awkward place and it would be hard to remove. They released me and said that if I have any more concerns just give them a call. Shortness of breath and chest pain". Patient further alleges " I was diagnosed with ptsd [post traumatic stress disorder}, depression, anxiety." Per the ivc (inferior vena cava) filter placement report dated 07dec2013: "the filter was deployed and it was noted to be in acceptable position, although it leans slightly to the patient's left." Per the CT (computed tomography) report dated 21feb2013: "there is a caval filter in place with the right lateral feet, extending through the ivc wall and contacting the right kidney. No gross evidence of a leak."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2013. The patient alleges to have been injured without further explanation.